Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report an alarm on the insulin pump. Assisted with the alarm, and found that the insulin pump was programmed with a very high basal rate. The customer did not know why it was programmed this high. The customer had also given herself a manual injection of 25 units prior to calling. Advised to speak to her doctor to verify the basal rate settings. Also advised to go to the ER to avoid an insulin reaction. The mother stated she would be taking the customer to the ER. Nothing further was reported.